Event description:
The pt reportedly experienced pain, nausea and burning sensation with her device. Testing performed confirmed that the pt's device was functioning within normal limits. Surgery to explant the pt's device took place in 2008. The pt was reimplanted with another advanced bionics cochlear implant.